Manufacturer narrative:
Arjo was informed by the customer about the v4i ceiling lift malfunction ¿ strap unwound and the emergency break did not stop the movement. The customer reported, that during transferring the patient, the lift was continuously raising up hitting the ceiling lift¿s cover, despite releasing the hand control. There was no injury, a patient was safely removed from the lift. The customer contacted the 3rd party service provider to inspect the lift. During the inspection of the device, the 3rd party technician was trying to lower the lift down by using the emergency lowering device and after a few turns, the strap unwound itself all the length down. The emergency break did not stop the device. The 3rd party service provider inspected the device and found that the cover was damaged as the spreader bar jammed against it, the fuse blew up, and the internal parts of the device ¿ drum and wobble, were broken due to the excess pressure of the mechanism. The 3rd party service provider, indicated that after replacing the fuse, she tested the ceiling lift and the emergency cord was in good operating condition, the limit switch opens and closes each time the red cord was pulled, there was no signs of wear or damage to the hand control, the hand control was functioning, the limit switch and trigger plate was in good working condition. In an attempts to find the cause of the strap unwinding and not stopped by the emergency break, additional information received from the manufacturer were reviewed. A defective high limit switch was suggested to cause that the strap was winding up tightly on the drum and when allen key was used the worm gear disengaged from the drum and released the belt. In this scenario if the strap was properly loaded, an emergency break would engage. With just a spreader bar load attached to the strap, there was not enough speed to activate the emergency break (the emergency break works similar to a car¿s seat belt). The above could not be confirmed as the customer scrapped the device and arjo was unable to evaluate it. Based on the information received from the third party service provider, the ceiling lift was not serviced annually but when it was necessary (e.g. Component failure). To ensure that the device continues to perform within its original specification, preventive maintenance procedures should be carried out at intervals presented in the ¿operating manual for the v4i ceiling lift system¿ (document number (B)(4) march 2005, rev. 4). The verification of the emergency cord and the emergency lowering device should be carried out every four months. The overall inspection by authorized personnel should be performed every year the same as the verification of the emergency devices for good functioning. The device failed to meet its specification since the strap unwound and the emergency break did not work. When the failure - strap unwound and the emergency break did not work, occurred the device was being serviced. This complaint was deemed reported due to indication that the strap unwound and the emergency break during the device inspection.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
It was reported that the lift during transferring the customer was raising up despite releasing the hand control and pulling the emergency cord. The customer was safely removed from the lift and did not sustain any injury. The customer contacted an arjo technician who inspected the lift. During inspection of the device, the technician tried to lower the lift down by using the emergency lowering device and after a few turns, the strap unwound itself all the length down.